Event description:
Anchor breakage. It was detected that the anchor's eyelet was broken in the articulation. The ligaments/tendons were repaired. The pt felt pain. There are questions out to our affiliate for further info, detail and clarity.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.